Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported he has experienced elevated blood glucose due to insulin leakage from the infusion set. Pt reported the infusion set has holes in the tubing and insulin is "oozing out of the holes" instead of going into his body. Pt has poor eyesight and requires assistance from his girlfriend. Pt reported his girlfriend noticed the infusion tubing has "bevels", and those "bevels" are holes or "nicks" in the tubing. Pt stated his girlfriend would prime the infusion set and see the insulin oozing out of the holes. Pt felt wetness where the infusion tubing lays against his skin. Pt has faced this issue with the last 2 boxes of infusion sets. Blood glucose has elevated to a "little over 500 mg/dl" as a result of this concern, and target blood glucose is 150 - 200 mg/dl. Pt treated hyperglycemia by changing the infusion set. Pt did not require assistance from a healthcare professional or second party to address the issue. Infusion tubing was discarded, and no product will be returned for eval. Pt was sent a different type of infusion set as replacement.